Event description:
Consumer called to report comparing his meter readings to lab tests and finding discrepancy (off by more than 20 percent). Analysis run on clark error grid using lab reading (40) as reference point vs. Bd readings (74) yielded some data points in the d range of the grid, outside acceptable limits.